Manufacturer narrative:
Investigation was completed on 19-sep-2025. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zfv6-125-10-12.0 of lot number: c2218897 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: n/a. Instructions for use and/label: the intended use section of the instructions for use (ifu0058) which accompanies this device instructs the user: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery for the following treatments: arteriosclerotic stenosis. Total occlusions that have been recanalized¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to intended use of the device. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information provided it is known that the device was used in a biliary stenting procedure. As previously noted, the stent is indicated for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery. The issue of the stent not expanding uniformly would likely be attributed to this abnormal use. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, ¿the stent didn't opened inspite of regular inflation.¿ confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The issue of the stent not expanding uniformly would likely be attributed to this abnormal use. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
As per the physician the stent didn't opened inspite of regular inflation. The case was completed by using another set. Query reply_18july2025. Dr is our regular user. According to the team the stent did not opened during the procedure. They have used regular sheath of cook and used for biliary stenting. Query reply_08aug2025. Are images of the device or procedure available? No. At what stage of the procedure -during procedure stent did not opened details of access sheath used (name, fr size, length)? Kcfw sheath 6 fr. What was the target location for the stent? Biliary stenting. Was the product inspected for kinks or damage before use? Yes. Was the device used percutaneously? Yes. Was the device flushed through both flushing port before the procedure, as per IFU? Yes. Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Yes, but not worked. Details of the wire guide used (name, diameter, hydrophilic)? 35 guide wire. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is na. Was resistance encountered when advancing the wire guide to the target location? Yes. Was resistance encountered when advancing the delivery system to the target location? Yes. How did the physician deal with this resistance? Tried to push back. Was the delivery system damaged/kinked/twisted during deployment? Yes. Was the handle pulled towards the hub during deployment? Yes. Was the delivery system pushed during deployment? Yes. Was the stent deployed smoothly/without resistance? No if no, please detail any difficulty experienced during deployment) stent did not opened. What artery was the stent placed in? Did the patient have any pre-existing conditions? No. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? No.